Event description:
The patient presented for a tavr (transcatheter aortic valve replacement) procedure. After placing an incision into the skin near the left femoral access site, while removing the sheath they noticed only a piece of the sheath came out and not the entire sheath. Vascular surgery came down and an angiogram was performed. There was nothing obstructing the blood flow in the artery. The piece was not visualized in the left common femoral artery on angiogram. Vascular said because there is good blood flow, and the risks of exploring the groin surgically outweigh the benefits, no further intervention needed. It is thought the sheath piece now resides in the subcutaneous tissues. Unsure if this incident occurred based on the patient's body habitus or if there was a malfunction of the equipment.